Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, residual liquid or foreign material coming out of the channel tube and residual liquid or foreign material coming out of the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. For the foreign material in the nozzle and the residual liquid or foreign material that came out of the suction cylinder malfunctions a definitive root cause was not identified, however based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. For the residual liquid or foreign material came out of the biopsy channel malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the reprocessing that was not conducted properly due the physical damage on the device. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.